Event description:
The device was removed due to "a tubing fracture at the pump strain relief". As reported to co, the pump and some assembly kit component(s) only were removed; leaving inplace the cylinder(s), catalog #9920w, serial #139220 and reservoir, catalog #9100k, serial #152481. 4/23/97 - upon receipt of the physician/surgeons operative report, he stated,..."postoperative diagnosis: malfunction of penile prosthesis. Operative procedure: revision of prosthesis with replacement of pump. Summary,..."the pump and all the tubing connectors were traced out and the problem diagnosed. There was a fracture of the tubing where it exited the pump platform. Both tubings of the cylinder variety were fractured adn leaking. The reservoir connector was cut down upon and the pump was removed. A new pump was then connected to all three connections with three connectors".